Manufacturer narrative:
This complaint is associated to report #: 2031642-2016-03108.

Event description:
Customer reported after replacing lcd display, the unit still having issues with display. Customer reported that there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not determined at this time.